Event description:
Information was received indicating that a smiths cadd infusion pump displayed error code 1320. There was no reported injury to the patient and the reported issue did not add to clinical or physical injury.

Manufacturer narrative:
Additional information: age or date of birth, sex,date f event, brand name,model #, serial #, expiration date, catalog #, lot #, other #, UDI #. , device manufacture date.